Event description:
On 10/22/1999 pt had axsym bhcg result of 113 mlu/ml. Physician treated with methotrexate. Bhcg values diminished as follows: 11/29/1999, 38 mlu/ml; 12/04/1999, 36 mlu/ml; 12/13/1999, 34 mlu/ml; 12/27/1999, 32 mlu/ml; 01/04/2000, 28 mlu/ml; 01/10/2000, 27 mlu/ml and 01/26/2000, 24 mlu/ml.